Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported therapy would turn on and off by itself, it would start and stop, and once it happens, it does not happen again for a few weeks. She continued to get therapy and it did not really bother her. The consumer was directed to follow-up with her health care professional (hcp) to ensure system was intact. Indication for use included multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.